Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was accidentally put into storage mode while the pump was charging. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.